Manufacturer narrative:
Received fifteen new 140159291 primary plum sets for inspection. No defects or anomalies noted. Each set was leak tested per product specifications. There was no leakage. The reported complaint could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9. D9 device returned to manufacturer on 12/10/2024.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm where the reporter stated that a staff found plum line to be leaking an unspecified chemotherapy during use on a patient. The chemo did go onto the patient¿s skin. It was cleaned appropriately. There was no healthcare provider harm since they were wearing their appropriate ppe. The customer added that the filters were lacking at the two dots at the back of the filter. It does not start immediately. Both lines were running through pumps. There was patient involvement, no adverse event and with delay in therapy.